Event description:
(B)(4). Same case as MDR #2134265-2012-04330. It was reported that post a stenting treatment procedure, myocardial infarction occurred. In (B)(6) 2011, the patient presented with stable angina. The first 99% stenosed, 26 mm long target lesion was located in mid left anterior descending artery with a reference vessel diameter of 3 mm and was treated with pre-dilatation and placement of a 3.00 x 28 mm taxus element stent. Following post-dilatation, residual stenosis was 0%. A second 80% stenosed, 8mm long, target lesion was located in first obtuse marginal branch with a reference vessel diameter of 3 mm and was treated with direct stenting and placement of a 3.00 x 12 mm taxus element stent. Following post-dilatation, residual stenosis was 0%. A non-target lesion was located in the proximal right coronary artery and was treated with placement of an unknown manufacturer's drug eluting stent with post-dilatation. The next day the patient experienced elevated troponin and a myocardial infarction was reported. No action was taken to treat this event and the subject had no ischemic symptoms. The subject was discharged the same day on aspirin and clopidogrel.

Manufacturer narrative:
(B)(6). Device is combination product. Device evaluated by MFR: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specification. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).